Manufacturer narrative:
Manufacturing site evaluation: the post of the ps inlay has broken off 7 years after implantation. A revision surgery has been carried out to replace only the broken meniscus component. Nn530 has been received for analysis. The x-rays have been requested. To date, no x-rays have been received to evaluate positioning of the implant. Involved components reviewed: nn165k / lot number 51448388. Nn076k / lot number 51473981. Nn261k / lot number 51483793. Nn531 / lot number 51446234. The fracture surfaces have been analyzed macroscopically. The fracture surfaces exhibit arrest lines, which indicate that the crack initiation was on the ventral side of the post and the crack propagation from ventral to dorsal. The pressure marking on the ventral side of the post and the crack propagation from ventral to dorsal indicate that the post was loaded in extension by the femur component. This can occur when the femur's position is sub-optimal and the femur exerts force on the post before reaching full extension. The pressure marking on the lateral condyle is central, whereas the marking on the medial condyle is spread over the surface and is not as extreme. This indicates that the components were not optimally balanced. The manufacturing documentation has been reviewed for all listed items and lot numbers. There is no indications of material or manufacturing defects present. The most likely root cause of the failure is patient and user related. It is apparent from the pressure marking and wear marking that the femur component has loaded the meniscus component in an imbalanced way. No corrective/preventive action(s) are necessary.

Event description:
Country of complaint: (B)(6). Revision due to post-operative fracture of the post (approximately 7 years after placement). Components involved: nn165k/columbus ps femoral comp.cemented f5l batch: (B)(4). Nn261k/tibial plug 12mm (sz 1-3) batch: (B)(4). Nn530/columbus ps glid.surf.w/scrw.t3/3+ 10mm. Nn531/columbus ps glid. Surf.w/scrw.t3/3+ 12mm.

Manufacturer narrative:
Us reporting agent notified on (B)(6) 2015. Manufacturing site evaluation: evaluation on-going.